Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that splice repair performed by the field engineer was associated with a 30 second pump stop. The splice repair performed by the field engineer is reported to have resolved the issue with no reported patient consequence.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed one electrical fault alarm was recorded at 08:11:43 on (B)(6) 2017 with a fault code of 0x8008 indicating the motor stators had failed, confirming the reported event. A vad stopped alarm was simultaneously recorded at the time of the electrical fault alarm. A vad disconnect alarm was recorded at 08:11:44 indicating that the driveline had been disconnected from the controller. Three vad disconnect alarms were recorded at 11:14:42, 11:25:32, and 12:09:54 on (B)(6) 2017. Multiple electrical faults, high watt, and vad stopped alarms were recorded from 11:14:42 through 20:14:50. On-site inspection revealed that the driveline was damaged and needed repair, confirming the reported event. A driveline splice procedure was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the electrical fault and vad stop alarms may be attributed to the reported driveline damage accidentally induced by the patient during cleaning. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that while a patient was removing his/her driveline (dl) exit site dressing, he/she accidentally cut the dl with a pair of scissors (at approximately 8am). The patient is reported to have been trying to remove a glue-like substance with the scissors when the dl was cut. The damage is reported to have resulted in an electrical fault alarm and involved both stators of the pump with a subsequent pump stop. The patient is reported to have tolerated the pump stop event well. The patient was transferred to a local hospital where the patient was started on inotropes and heparin. The hospital engineer was able to temporarily reconnect the dl wires approximately four hours after the event. The patient was then transferred to a ventricular assist device (vad) implanting facility where a splice repair was successfully performed later on the same evening. The repair is reported to have been performed within 2-3cm of the dl exit site and was performed at the request of the patient¿s physician. The device remains implanted in the patient. No further information has been provided.